Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. One heart lead flex diode is shorted. Upper case is dented and contaminated. Battery release, heart block, and battery drawer are contaminated. Side bail covers, ring cover, side bails, three case screws, and ring are missing. Battery contacts are compressed. Keyboard is scratched. Serial number label has a cosmetic issue.

Event description:
It was reported there were no atrial outputs. The device was returned for repair. No information was received indicating patient involvement.